Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the pump recorded two 0.0 unit boluses which the pt reported he did not deliver. The pt stated that he noticed the two 0.0 unit boluses because he has bg reminders set for two hours post-bolus. He reported that he wears the pump on his waist. The pt confirmed that there is no damage to the rubber keypad. He stated that he could not have pressed any buttons accidently because he keeps the pump locked.